Event description:
After 3 months of implantation, the device involved in this MDR report showed an increase of both the ventricular pacing threshold and the ventricular lead impedance. The pacing output was first increased; however, a re-intervention was performed 6 months after implantation and the device explanted.